Event description:
It was reported that the customer delivered too large of a bolus which resulted in the customer's blood glucose decreasing to 50 mg/dl. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.